Event description:
It was reported, during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, once the lid was twisted off of the jar which contained the valve, the jar lid seal/gasket seal was damaged; the gasket seal was partially stuck to the rim of the jar and white, loose particulate was observed. The valve was not used and was replaced. The second valve had no issues and the procedure proceeded normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.